Manufacturer narrative:
Continuation of d10: product ID: evolutfx-29 (B)(6); product type: 0195-heart valves. Product ID: evolutfx-29 (B)(6); product type: 0195-heart valves. Related report number: 2025587-2024-04352. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve (B)(6), as the valve was taken to load, a sharp abrasive structure was observed on the valve both visually and through tactile touch. The implanting team opted to use a new valve (B)(6). The same issue occurred as the sharp material was observed. Both valves were not used and a third valve (B)(6) was taken and implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the abrasive structure observed was clarified to be a valve suture and neither first or second valve were attempted to be loaded.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was returned from the galway return product analysis (rpa) lab in a return kit with a clear 0.2% glutaraldehyde solution. The serial number (B)(6) tag was returned and attached to the valve. All leaflets were flexible and intact. All leaflets were in the closed position. All commissures were intact. The reported allegation of ¿a sharp abrasive structure¿ appear to be two suture tails from the outer wrap. The valve seam line and suture tails were assessed. The two outer wrap suture tails (labeled #1 and #2) measured less than 1 mm. The flagged suture tails (#1 and #2) noted in the images provided by the field met manufacturing requirements. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.